Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) has a loop leakage. There was no patient harm reported.

Manufacturer narrative:
Due to character restrictions in block e1 phone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: h8. A getinge field service engineer (fse) was dispatched to evaluate the unit. The customer informed that the device reported loop leakage. Because the device is out of warranty, the customer was quoted a price, but the customer refused the quotation. Advised the customer that the faulty device cannot be used in clinical practice. No further information available, the complaint will be closed and in the event new information was to become available, this record will be reopened and updated.

Event description:
N/a.